Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
The devices associated to the complaint were not returned for analysis. The dhrs analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.